Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker and right ventricular (rv) lead exhibited low out of range pace impedance measurements causing the lead to switch from bipolar configuration to unipolar configuration. The lead was surgically abandoned and the device was explanted; both were successfully replaced. No additional adverse patient effects were reported.